Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. Leak testing revealed a tear on the exposed portion of the soft cannula, resulting in an external leak. It cannot be determined when this damage occurred. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. The pod was received with the cannula assembly fully deployed. Leak testing revealed a tear on the exposed portion of the soft cannula, resulting in an external leak. It cannot be determined when this damage occurred. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed.

Event description:
It was reported the patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl). The pod was worn on the patient's arm for between 24 and 36 hours. As treatment, a new pod was applied.